Event description:
It was reported that the stimulation was in the wrong location. There was no known accident or event. All measured impedances were <250 ohms and within the normal range.

Manufacturer narrative:
(B)(4).